Event description:
The complainant reported that an impella cp pump was implanted to support a patient with cardiogenic shock and heart failure. While on support, there was a placement signal malfunction. Cardiopulmonary resuscitation was performed prior to the signal issue. There was no further information provided. The patient expired while on support.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for evaluation. Data logs show suction conditions throughout the case with suction alarms and negative cvp. There are placement signal not reliable (psnr) op out of range alarms when cvp passes the threshold of -100. Snr, contrast, ps, and mc follow the same trends throughout the case. Gain and light are stable and within normal ranges. Flows also show instances of potential lack of volume. Patient was likely deteriorating as CPR had to be performed. The cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.